Event description:
A customer reported there was no image from the 4k camera head when preparing the device for use in a laparoscopic abdominal exploration procedure. The procedure was completed with the same device with no delay to the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing of the unit, the reported problem was confirmed, caused by a defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the phenomenon was reproduced. It was confirmed that the phenomenon was caused by a poor cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.